Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas observed a blood glucose of 190 mg/dl and believed an incorrect supply change resulted in only 7 units of insulin available, later confirming that a new cartridge had not been inserted; after guided troubleshooting, the cartridge was replaced and insulin delivery resumed, and blood glucose was 186 mg/dl by the end of the call. Symptoms included hyperglycemia. Outcomes included restoration of therapy without alarms, injuries, or hospitalization. Investigation included remote troubleshooting and user education on correct cartridge change steps. Investigation of this case revealed user error related to incorrect supply change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.